Event description:
This complaint is now reportable based on analysis completed on (B)(4) 2013. It was reported that the device packaging was left opened and returned. A 28mm x 2.25mm ion stent delivery system (sds) was opened and returned. However, returned device analysis revealed stent damage.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was returned inside a guide catheter and valve. The balloon with crimped stent was protruding from the distal end of the guide catheter. The stent was damaged. Struts on the most proximal and distal rows were flared. The most proximal rows were bunched up slightly and touching of the distal tip of the guide catheter. This damage is consistent with the balloon being exposed to a minor positive pressure, causing the stent to "dogbone" at the ends. It appears an attempt was made to withdraw the flared stent into the guide catheter causing the proximal stent damage to become more severe. The hypotube was kinked at various locations along its length. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).